Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that their ins never worked right. Pt stated they asked if ins could be removed but stated they were told it did not need to be removed unless causing a problem. Pt reported it was causing them a problem as pt reported they were having pain in their back where their implant is located. Pt stated they no longer have managing healthcare provider (hcp). Pt stated the physician tried to get pt's implanted system to work for pt and a second doctor tried to get it to work as well and could not. Agent tried to clarify if both of pt's implants never worked and pt stated they only had one implant. Patient services reviewed registration but pt confirmed they only had one implant and stated they did not get a second implant. Pt stated they had a trial phase that showed it worked and so pt proceeded to get permanent implant but pt stated they only had one permanent implant and that never worked. Pt also reported implant had "quit working".  Pt provided event date as "shortly after mine was put in". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient's daughter called back and reiterated that the stimulator hadn't worked for the patient since it was placed. The caller stated that the trial had worked for the patient but the implant hadn't, though the managing health care provider (hcp) had tried a couple different things to get it to work. The ins was now off. The caller reiterated that the doctor had told the patient they would just leave the ins implanted unless it started bothering them and "like a year" ago. It started to really bother the patient when they were sleeping their back. The caller had called because they'd tried to search for hcps online but had been unsuccessful. They requested physician listings be emailed so they could locate a physician to remove the implanted system. Patient services sent the caller hcp listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never worked from the first day. The cause of the device not working was undetermined. The patient's doctor who put the device in was convicted of a medical crime so the patient went to another doctor to get it fixed, but after 6 months to a year and it wasn't working at all. The patient gave up and then was going to try again and learned that the doctor left and the patient didn't know who to go to that knew about the device. The patient still has the device in them and is causing them pain. The patient just wants it gone.